Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that the drawer will not recover. They have rebooted it, unplug it and reboot it and released the drawers from the back still the issue was persistent. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a main drawer 2 not detected closed. The field service engineer found the inseparable magnet missing and replaced the inseparable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.